Manufacturer narrative:
It was reported that right after the eus-hgs procedure, free-air was found in the abdominal cavity under CT during procedure and follow up. Another free-air was found and found increasing. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. Based on the description "right after the eus-hgs procedure, free-air was found in the abdominal cavity under CT during procedure and follow up", there is a possibility a small hole in the stent cover occurred during procedure or removal of the delivery system causing free-air, and the cover hole got larger after placement due to pressure of patient's lesion, foreign substance such as body fluid, etc. Complexly, causing increase in free-air. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of eus-bd system may include, but are not limited to: stent breakage or damage". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2023: right after the eus-hgs procedure, a free-air was found in the abdominal cavity under CT, considering it occurred during the procedure and follow-up. On (B)(6) 2023: another free air (4mm) was found under CT. On (B)(6) 2023: the free air was found increasing to 17mm under CT. Currently, there is no problem with drainage and no other impact, ended up to follow-up. As the free air found on (B)(6) 2023 was between hepatic parenchyma and stomach wall (very close to the stent), the physician suspects a pin hole on the stent cover from the beginning. No bile spillage is not confirmed under CT. There were no patient complications as a result of this event.